Event description:
Boston scientific received information that this pacemaker had been programmed to higher outputs since implantation due to elevated threshold measurements in both chambers. A longevity calculation noted less than 0.5 years remaining longevity. Device outputs were subsequently decreased and the remaining longevity increased to 1.5 years. The physician stated she does not trust the device indicators and wants to explant the device as soon as possible. No adverse patient effects were reported.

Manufacturer narrative:
According to our records, the device remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.